Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had rash and swelling on all four extremities and on her face. There was no rash near the implanted neurostimulator. On (B)(6) 2011, the pt experienced a rapid heart rate and stimulation in her arm. The pt went to the emergency room and was given allergy medication. On (B)(6) 2011, the pt felt stimulation in her chest and turned off her device. On (B)(6) 2011, the pt experienced chest wall stimulation and shortness of breath. It was also reported that the pt felt a burning sensation and experienced stimulation in her torso. Pt also had hives. On (B)(6) 2011, it was reported that the pt had hives and itching over her entire body. The pt saw a physician and was given an allergy test. Anaphylaxis to silicone was reported. The allergic response was associated with the leads and extensions. The entire neurostimulation system was explanted. The pt recovered without sequela.